Event description:
During a unk procedure, the generator alarmed and displayed error code '5'. The blade tip was found to be broken off and was retrieved from the pt's body. Another device was used to complete the proceudre with no pt consequence.